Manufacturer narrative:
Analysis of the returned motor battery charger could not confirm any failure as it passed output test on fixture. All channels measured within the inspection parameters under each load condition. All leds lit. Charger board failed visual inspection due to leaking capacitors. Installed motor charger board in known working imaging system and the system readied as expected. Motion and both 2d and 3d imaging were successful. No functional problem found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the motion battery charger was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect battery motion charger has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the motion batter charger for the imaging system was not operating within specifications. The reported issue was discovered while the representative was performing a planned maintenance (pm). No additional information was provided. There was no patient present when this issue was identified.